Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." This report is number 3 of 10 mdrs filed for the same event (reference 1825034-2011-00612 / 00621). This report filed (B)(4), 2011.

Event description:
It was reported that patient underwent an orthopedic salvage procedure on (B)(6), 2009. Subsequently, a two stage revision procedure was performed on (B)(6), 2011 due to infection and all components were removed and replaced with spacers.